Event description:
A malfunction alarm identified as malf 12 occurred, linked to a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears, which the customer acknowledged and understood.